Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a( B)(6) non-hispanic female patient who underwent a breast augmentation revision with 400cc smooth mentor memorygel breast implant has experienced postoperative left-sided breast mass with breast cyst, left-sided rupture of implant, and bilateral ptosis. Patient underwent left breast mass excision in 2012, and findings included a cyst. Patient consulted a physician for recurring breast ptosis, and asymmetry was confirmed with the left breast noted to be larger and lower than the right. As a result, the patient underwent explantation and replacement with like device, catalog # 3504001bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020, and left implant rupture was discovered during the surgery. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On 26-mar-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).